Event description:
It was reported that the pt had a right calcaneal fracture which was repaired on (B)(6), 2010. It was reported that the pt presented with an infection and the hardware and hydroset was removed on (B)(6), 2011.

Manufacturer narrative:
Investigation in progress out not yet complete.